Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/03/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n scorpion needle broke when attempting to thread the medial posterior root of the meniscus. A new needle was used and threading was performed without any problems. The broken needle was then removed from the body. No patient harm. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used.